Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited oversensing of unknown source and atrial fibrillation suppression causing inappropriate mode switch. The atrial lead was noted to exhibit failure to capture. The patient was reported to be symptomatic of dizziness. Programming changes were performed for the reported device and lead. The patient was in stable condition.